Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 20593496 and 20658220. A review of the manufacturing documentation for the ipg and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg and lead extension site. The site was observed to be re and swollen. The patient underwent a revision procedure in which the ipg and lead extensions were replaced. The patient was also placed on antibiotics. The patient is doing well postoperatively.